Event description:
It was reported that during an off-label left bundle branch implant procedure, the physician was unable to place this right ventricular (rv) lead in the most suitable position. The physician attempted to reposition this rv lead, but was unable to retract the lead helix. After multiple attempts, the rv helix reportedly appeared over-extended and the physician was concerned about breaking the helix and pulling at the tissue. Since the electrical measurements were suboptimal, all measurements were in-range, the physician elected to leave this lead in situ. No adverse patient effects were reported.